Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 52-year-old male patient for the indication of cardiomyopathy, with the pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) stage d. During ongoing impella 5.5 support, the patient developed an intracranial hemorrhage and cerebrovascular accident. The patient was taken for diagnostic imaging, which confirmed these findings. There were no reported impella 5.5 device performance issues, alarms, or concerns throughout the duration of support. The clinical team did not attribute the neurologic events to impella 5.5 support. The patient had a documented do-not-resuscitate (dnr) status prior to the event. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate. The patient was transitioned to comfort care and subsequently expired while on impella 5.5 support. The patient¿s death is most likely attributable to underlying cardiomyopathy, cardiogenic shock (society for cardiovascular angiography and interventions (scai) stage d), and the development of intracranial hemorrhage and cerebrovascular accident resulting in severe neurologic injury, with the patient transitioned to comfort care in the setting of prior do-not-resuscitate status.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Manufacturer narrative:
Additional information has been provided in d3. Patient-device interaction/cerebrovascular accident: the cause of the injury was not determined due to insufficient clinical details.